Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain, nausea, and cloudy effluent. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin and fortaz (ongoing, dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.